Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed that the power consumption is increasing in a gradual fashion. Additionally, this device exhibited premature battery depletion (pbd). Device replacement was recommended or to have battery status re-evaluated within 90 days. To date, this device remains in service. No adverse patient effects were reported.